Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017 a field service engineer (fse) confirmed the reported issue. The fse replaced the seal rotor and a clogged stator face assembly-injection valve. The fse proceeded to run precision, calibrated and ran quality controls with no further issues. The g8 instrument was performing within specifications. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2016 through (B)(6) 2017. There were no other complaints identified during the searched period. The g8 operator's manual under chapter 1, introduction and applications, states the following: chapter 3, assay operations, states the following: 1.8 limitations of the procedure: total area: dilution studies demonstrate that the assay is linear from a total area of 500 to 4000. However, the optimum total area is 700 to 3000. Area: the peak area corresponds to the volume of each fraction. This is the value calculated by integrating the detector output by time. The unit is mv-s (millivolt-second). The total area, which is the sum of all individual peaks, changes depending upon the sample concentration. The acceptable range of total area is from 500 to 4000. However, optimal results are obtained in the total area range from 700 to 3000. The most probable cause of the reported issue was due to the seal rotor and the clogged stator face assembly-injection valve.

Event description:
On (B)(6) 2017 a customer reported getting low total area on quality controls and patient samples g8 instrument. The customer was unable to run patient samples on hemoglobin a1c (hba1c). On (B)(6) 2017 a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Corrected data: b5 describe event in the initial MDR, it was stated that the customer was getting low total areas (ta) on quality controls (qc). However, this has been corrected to stated that "the customer reported failing calibration due to low total areas (ta) on calibrators.

Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Corrected data: g. 3. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.